Manufacturer narrative:
.

Event description:
Joules used: 33,302. Time expended: 4:24. The fiber tip (cap) was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a prostate procedure "after 4 mins the beam started forward firing." The procedure was completed using a second fiber. Patient outcome "confirmed no injury to patient" was reported.